Manufacturer narrative:
The analysis of the lead showed conductor fractures of the rope conductor to the rv shock electrode and ring electrode. These damages were with high probability caused by strong tensile forces during the explantation and would have led to a sudden rise in the pacing and shock impedance to measurement values outside of the tolerance. The damage to the insulation in the distal area of the lead requires stress on the lead over a longer period of time. The position and characteristics of the friction lead to the assumption of significant mechanical stress on the lead in the implanted state. There were no indications of material defects or manufacturing errors for either the lead or the ICD.

Event description:
Ous MDR - thresholds and impedances have risen since the last follow-up on (B)(6) 2013. A lead defect is suspected. Both the ICD and the lead were returned for analysis.